Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) contacted technical support to report a recurring c-34 error on the erbe integrated electrosurgical unit (iesu). The customer had attempted troubleshooting by restarting the erbe iesu multiple times before reporting the issue to the csr. The technical support engineer (tse) advised the csr that the erbe iesu needed to be replaced. The tse then informed the local field service engineer (fse) who contacted the customer. The customer reported that they were able to continue the procedure by connecting and using a third-party generator unit. The procedure was continued as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: details regarding patient demographics and relevant patient medical history associated with the reported event were not available. No relevant tests were performed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe iesu was analyzed and error c-54 was both confirmed and reproduced. The reported problem was able to be confirmed using system logs to identify multiple instances of error 25913 c-34 hf voltage. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe iesu was tested using the system, and on startup, the unit displayed error c-54.